Event description:
Complainant alleged that during biomed testing the device was displayed "select 30 joules for test" when attempting to charge energy over 30 joules. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.